Event description:
International regulatory agency reported that a pt presented with a surgical site dehiscence. Following closure of the aponeurosis. It is assumed that the pt was returned to surgery for repair. No further info is available.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Conclusion - a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.